Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 04jan2019 to assess the instrument test well images in question, which visually appeared as weakly positive with fuzziness. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The internal immucor document number for this report is (B)(4).

Event description:
On 04jan2019, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2019.